Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced. Communication with the replacement ipg was verified and the issue is resolved.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems. The patient reported he has not used either of his scs systems (reference MFR report: 1627487-2015-06181) since undergoing an unrelated surgery in (B)(6) 2014. The ipg is no longer able to communicate with the charger or programmer. Additionally, the programmer displays a communication error message. The sjm representative met with the patient and confirmed the ipg is inoperable. Surgical intervention may take place at a later date.